Event description:
The pt felt stimulation in the wrong location and a surging sensation. She felt stimulation in her back and then when she leaned forward she felt it in her abdomen. Some bipolar pairs had impedance greater than 4,000 ohms. The 8-15 port was being used though the pt thought she felt the symptoms when 0,3 was programmed. The physician felt he saw a fracture of one of the extensions and the pt was scheduled for exploratory surgery. It also appeared that "the wires connecting to the battery were coming out." Further info is being requested at this time.

Manufacturer narrative:
(B)(4).